Event description:
Patient's parent who feels that their child's results are incorrect. Their child has not been in contact with anyone who has been positive and they are asymptomatic." Information reported by user is being reported as required by 21 cfr 803.

Manufacturer narrative:
Customer did not report results and product information until (B)(6) 2022. Mesa continues to track, trend, CAPA assigned, and react to customer complaints. No adverse event occurred. The manufacturer has not confirmed that the device malfunctioned. Information reported by user is being reported as required by 21 cfr 803.